Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore dryseal sheath instructions for use (IFU) states: if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an ulp developed at the descending thoracic aorta using a conformable gore tag thoracic endoprosthesis (tgu343420j). It was reported that prior to the insertion of the gore dryseal sheath (dsl2228j), pta was performed since the diameter of the patient¿s access vessel (6mm) was smaller than the outer diameter of the dsl2228j (8.3mm). Dsl2228j was inserted from the left femoral artery, and the tgu343420j was implanted successfully. As the sheath was withdrawn from the patient, the physician reportedly felt strong resistance and the angiogram showed the rupture of the left iliac artery at the bifurcation of the internal iliac artery. Two iliac extender components of gore excluder aaa endoprosthesis were implanted from the aortic bifurcation to the left external iliac artery. The final angiogram showed that resolution of the ruptured access vessel and the procedure concluded without any other incident. The patient tolerated the procedure.